Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the device experienced the cannula breaking off. The following information was provided by the initial reporter. The customer stated: this is a report about the needle breaking off during use. When giving an injection, I heard a clicking sound, and then noticed that the needle pe was missing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-16. H6: investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 0266089, cat. No. 320136. Visual examination was carried out on the returned sample and photos and a broken patient end of cannula was observed. No shield was returned and no manufacturing related issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the device experienced the cannula breaking off. The following information was provided by the initial reporter. The customer stated: this is a report about the needle breaking off off during use. When giving an injection, I heard a clicking sound, and then noticed that the needle pe was missing.